Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported material rupture. The reported patient effect of intimal dissection is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 99% stenosed, de novo lesion in the mid to right coronary artery (rca). A 3.5x28mm rx xience sierra stent delivery system (sds) was inflated to 16 atmospheres (atm) when the balloon ruptured, causing a dissection in the peripheral vessel. A 3.5x12mm xience sierra was used to treat the dissection. It was noted that the device was prepared inside the anatomy. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.